Event description:
It was reported to philips that the device experienced an error "1000" defibrillator failure. The device was not in use on a patient.

Manufacturer narrative:
One control pca was returned for failure analysis. The reported problem was verified during lab tests. The device powered up with a blank screen and microprocessor u208 was overheating. Investigation was performed; u208 was found to be defective. The processor was replaced with a known good one and the unit powered up normally, but after three minutes it failed with power cycle 1000 error. Further investigation was performed and resistor r 1105 was found to be out of tolerance. The resistor was replaced with a known one and the device passed all tests.